Manufacturer narrative:
The device has not been returned. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the valve dislodged from the annulus after multiple attempts were made to release this delivery catheter system (dcs) from the valve¿s second frame loop. After the specified manipulation to release the tabs, as the valve was being pulled back with one frame loop still attached the dcs, the valve released and was left implanted in the ascending aorta. A snare was used to hold the first valve in place while a second transcatheter bioprosthetic valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The subject device and the cine angiogram were not provided for evaluation. The three most likely contributing causes for the issue were identified as possible user error, training, and product/anatomy interface. The corevalve training program and instructions for use (IFU) documents contain instructions for the technique to be used to release the frame from the delivery system during use as is evidenced by the declining frame loop entanglement incidences complaint trend. The IFU instructs the user as follows: "use orthogonal views under fluoroscopy to confirm that the frame loops have detached from the catheter tabs. If a frame loop is still attached to a catheter tab, do not pull on the catheter. Under fluoroscopy, advance the catheter slightly and, if necessary, gently rotate the handle clockwise (<(><<)>180°) and then counterclockwise (<(><<)>180°) to disengage the loop from the catheter tab."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.